Manufacturer narrative:
A ge rep evaluated the system and replaced the monitors. System operates as intended. (B) (4).

Event description:
Customer reported flickering on left monitor, and left monitor images are dark. No pt injury was reported.